Manufacturer narrative:
E1: patient city:(B)(6). Patient country: canary islands. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545. Canary islands country is not found in data base.

Event description:
Event country is canary islands. It was reported on 08-mar-2026 that the patient's infusion set cannula was bent, leading to high blood glucose level to 320 mg/dl. Patient was treated with insulin pump and change of infusion set. Infusion set has been used for two days.